Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative performed an onsite evaluation of the device. The customer's report could not be reproduced. The device was recertified. The customer indicated that once the electrode pads were replaced the message was no longer seen. Review of the device logs showed that coupling was lost. However, it could not be determined if it was due to the electrode pads, the coupling of the pads to the patient's skin or the patient's condition. The electrode pads were not available for review. The information that the second set of electrodes cleared the issue suggests that replacing the first set removed any residue that was causing a poor connection. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.